Event description:
The iab kinked during iabp. The iab needed to be repositioned. The iab was never returned to datascope for eval. [Event complications]: unk-reported 10/30/97. [Pt's current status]: unk-rpt'd 10/30/97.

Manufacturer narrative:
Eval: the product was not returned or released to datascope for eval.